Event description:
Caller reported a malfunction related to a continuous glucose monitor error code. There was no adverse impact to the customer's blood glucose level. Customer followed the instructions from technical support to reset the pump, which resolved the issue, allowing for the successful start of their sensor session.